Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan otr, two cylinders and reservoir were received for evaluation. Examination and testing of the returned components reviewed a separation in the reservoir bladder. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Abrasion was noted on the shorter exhaust tube and inlet tube of the pump. No functional abnormalities were noted with the pump or either cylinder. Based on examination of the returned product, it was concluded that the rough and irregular surfaces noted on the reservoir bladder indicated that the bladder was stressed over the period of time while in-vivo which resulted in the separation noted. A separation of this type could then allow the loss of fluid, making the device inoperable. Quality engineering reviewed the device history record and confirmed the devices from this lot met all specifications prior to release and no anomalies were noted during production. Visual, functional and integrity testing was performed per procedure on all units from this lot. This reservoir was manufactured in may 2017. Since that time the manufacturing processes have been updated to reduce handling and interactions between the mandrels during production. However, there was no confirmation that the mandrel handling process during the time of this production lot contributed to the separation noted. In addition, a review of the complaint history database, nonconformances and capas revealed no trends for this lot. This lot of reservoirs passed all in process testing during production, but based on the reported complaint, over time a separation occurred. The cause of the reported event could not be confirmed.

Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, pump malfunction/ loss of fluid was reported. The device was explanted and replaced with another inflatable device. Additional information indicated the malfunction appeared to be a possible reservoir defect.